Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up, before patient in room, the subject device exhibited that the gray cable was broken. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial report submitted. An initial and supplemental report was already submitted with MFR report numbers: 9610773-2025-02605-00 and 9610773-2025-02605-01. Please disregard the initial report submitted with MFR report number 9610773-2025-02543.